Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer. Therefore, the investigation is confirmed for the reported positioning failure and misfire and it is inconclusive for the reported fracture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified in d2. H10: g4. H11: b5, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model fvl14120 vascular stent graft allegedly experienced positioning failure, misfire and fracture. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The male patient is 66 years old and weighs 45 kgs.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review is currently being performed. The device was returned to the manufacturer. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model fvl14120 vascular stent graft allegedly experienced fracture and partial deployment. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The male patient is (B)(6) years old and weighs (B)(6) kgs.